Event description:
Additional information received from the representative reported the pain started 30 days after surgery and the revision surgery occurred on (B)(4) 2016. Patient outcome remained unknown.

Manufacturer narrative:
(B)(4).

Event description:
The representative reported the patient was to have a pocket revision for pocket pain. The physician felt the lead was creating pocket pain the way it was laying or was tunneled into the pocket. It was thought past surgery or the way the pocket and lead healed led to the event. The issue was not resolved at the time of report-pending pocket revision. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.